Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunction documented in b5, the other evaluation findings are as follows: the light cover glasses adhesive is worn; the optical cover glass adhesive is worn; the distal end adhesive is lifting; and, the production labels are missing. The customer did not provide requested information regarding reprocessing of the subject device. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited a white contamination, possibly a simethicone type product, that was identified in the air/water channels. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following field: h6. Corrected fields: e2, e3, h6 (component code). Corrected date: g3 (date received by manufacturer) should have been selected january 30, 2024, at the initial medwatch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight (8) years since the subject device was manufactured. Based on the results of the investigation, although the adherence/clogging of the material was confirmed, we could not identify the material. Therefore, a definitive root cause could not be determined. Also, no physical damage was confirmed at the air/water-channel. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: detection methods are written in IFU: gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. Prevention measures are written in IFU: gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.